Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The pressure regulating balloon was found to be empty.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The pressure regulating balloon was found to be empty. Additional information received states the patient was stable following the surgery.